Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of essure device'), device dislocation ('migration of essure device/one coil was in place and one was missing'), genital haemorrhage ('abnormal bleeding (general)') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device ((B)(6) 2010; (B)(6) 2012; (B)(6) 2014), multiparous ((B)(6) 2000; (B)(6) 2002; (B)(6) 2007; (B)(6) 2010; (B)(6) 2012; (B)(6) 2014; (B)(6) 2015) and preterm labour (2010,2012). In (B)(6) 2007, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, genital haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 7. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device breakage, device dislocation, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plantiff experienced three previous pregnancy episode with essure in 2010, 2012, 2014 captured under the cases (B)(4), (B)(4),(B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2007: breakage of essure device; migration of essure device. One coil was in place and one was missing.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of essure device'), device dislocation ('migration of essure device/one coil was in place and one was missing'), genital haemorrhage ('abnormal bleeding (general)') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device ((B)(6) 2010; (B)(6) 2012; (B)(6) 2014), parity ((B)(6) 2000; (B)(6) 2002; (B)(6) 2007; (B)(6) 2010; (B)(6) 2012; (B)(6) 2014; (B)(6) 2015) and preterm labour (2010,2012). In (B)(6) 2007, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, genital haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 7. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device breakage, device dislocation, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff experienced three previous pregnancy episode with essure in 2010, 2012, 2014 captured under the cases (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2007: breakage of essure device; migration of essure device. One coil was in place and one was missing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs received : previously reported event "injury nos" was deleted and was updated with new events. Following events were added : abnormal bleeding (general); abnormal bleeding (vaginal, menorrhagia); uti, breakage of essure device, migration of essure device. Reporter information added. Medical history added. Reporter information added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.